Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient experienced the following symptoms: leaking and urinary retention, two weeks before they were hospitalized. Patient stated they would need to wear pads all of the time and if they are leaking they would catheterize. They stated they reduced catheterizing form 5 to 2 times a day. Pt also stated because of the urinary retention they were hospitalized for kidney failure on (B)(6) 2021. Before hospitalization, patient mentioned they had a 105 degree fever and they were very backed up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.